Event description:
It is reported that customer over bolused due to using isig to correct insulin levels. Customer's blood glucose was 22 mg/dl and customer continued to correct but it did not work. As a result, customer passed out while driving and was involved in a vehicle accident. Customer was hospitalized for eight hours. Customer was advised to never use isig to correct blood glucose levels. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.